Event description:
Event occurred on an unspecified date regarding a clave¿ connector where they reported that there was a leakage during infusion and the set was replaced. This report captures 7 occurrences on various days from (B)(6) 2025 during infusion. There was no blood loss, unprotected chemo exposure, delay in critical therapy med/surgery intervention required. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Additional reporter (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Received seven used 01c-c1000 clave connectors for inspection. As received, five of the samples were stuck down. No defects or anomalies on two of the samples. Each sample was leak tested per product specifications. There was leakage on the five stuck down samples. There was no leakage and no stick downs on the two samples with no anomalies. Each of the five stuck down samples were disassembled. Three of the samples had fold over stick downs. The spike remained unbroken and punctured through the side wall of the seal. Two of the samples had the spikes broken. The reported complaint of leakage can be confirmed on the five stuck down samples. The probable cause of the two stick downs with broken spikes is due to access with an incompatible mating device. The directions for use (dfu) states: "the microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 03sep2025. Corrected information can be found in d10 concomitant product, e3 - initial reporter occupation, e4 - initial report sent to FDA.

Manufacturer narrative:
Received seven used 01c-c1000 clave connectors for inspection. As received, five of the samples were stuck down. No defects or anomalies on two of the samples. Each sample was leak tested per product specifications. There was leakage on the five stuck down samples. There was no leakage and no stick downs on the two samples with no anomalies. Each of the five stuck down samples were disassembled. Three of the samples had fold over stick downs. The spike remained unbroken and punctured through the side wall of the seal. Two of the samples had the spikes broken. The reported complaint of leakage can be confirmed on the five stuck down samples. The probable cause for the three fold over stick downs is due to access at an angled entry. Access connectors straight on (without angled or sliding entry). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 03sep2025. Corrected information can be found in d10 concomitant product, e3 - initial reporter occupation, e4 - initial report sent to FDA.